Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had concerned about remote programming and remote access, as someone could reprogram the device remotely. Ts then discussed how telemetry works for this device. The patient also stated of having (B)(6) infection and was hospitalized. The patient was on antibiotic regimen. It was also reported that this device kept on moving and position was not stabilized. Additional information obtained from the field representative indicates that device barely moved and was not sure about the infection. Device still remains in service. No additional adverse patient effects were reported.